Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that leakage occurred from a valved trocar cannula during surgery. No harm to the patient was reported, and the surgery was completed with another product.